Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
New information states that the patient was in a stable condition before, during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the right ventricular lead was dislodged. The lead was capped and replaced on (B)(6) 2019. No further information was reported.